Manufacturer narrative:
A review of the manufacturing records showed that all requirements were met. No patient injury occurred during the treatment. Defects on the tip membrane can lead to a rise in temperature of the tip during treatment and can potentially cause patient burns. It is unknown how this damage occurred as all treatment tips are visually inspected during manufacturing.

Manufacturer narrative:
The tip was returned and evaluated. A crack on the tip membrane and a thermistor disconnection was observed. An additional investigation of the tip was performed using photographs of the tip and it was determined that the tip membrane was not cracked but showed signs of dielectric breakdown. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A clinic reported that while performing a thermage treatment, a ¿reattach tip¿ error displayed continuously. No patient injury was reported.